Event description:
Patient with a known complete uterovaginal prolapse, huge rectocele and cystocele was taken to surgery for a planned total vaginal hysterectomy, bilateral 4-point sacrospinous vaginal colpopexy, anterior & posterior repair with enterocele repair, cystoscopy, and left salpingo-oophorectomy. After the surgical dissection, the capio suture placement device was prepared. After 3 failed attempts to grab the suture with the capio (with the bullet being left inside the patient on the last attempt), the physician discarded the capio device (which was retained by the user facility) and requested a new one, which worked perfectly on the first try. The surgery was completed without further complications. An x-ray was taken and showed the one capio bullet within the right pelvic sacrospinous ligament. Patient was taken to recovery in excellent condition.

Event description:
Patient with a known complete uterovaginal prolapse, huge rectocele and cystocele was taken to surgery for a planned total vaginal hysterectomy, bilateral 4-point sacrospinous vaginal colpopexy, anterior & posterior repair with enterocele repair, cystoscopy, and left salpingo-oophorectomy. After the surgical dissection, the capio suture placement device was prepared. After 3 failed attempts to grab the suture with the capio (with the bullet being left inside the patient on the last attempt), the physician discarded the capio device (which was retained by the user facility) and requested a new one, which worked perfectly on the first try. The surgery was completed without further complications. An x-ray was taken and showed the one capio bullet within the right pelvic sacrospinous ligament. Patient was taken to recovery in excellent condition.